Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 500 mg/dl. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.